Manufacturer narrative:
Additional information was received that the patient was experiencing sharp pain at the ipg site when the stimulator was on and does not have this issue when it was completely turned off.

Event description:
A report was received that the patient was experiencing pain at the stimulator site. The patient will undergo a revision procedure. No device malfunction was suspected.

Event description:
A report was received that the patient was experiencing pain at the stimulator site. The patient will undergo a revision procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient was experiencing pain at the stimulator site. The patient will undergo a revision procedure. No device malfunction was suspected.